Event description:
The customer reported that the remote network station (rns or remote monitoring system) has failed and the unit will not power on.

Manufacturer narrative:
We spoke with the customer biomed, and he indicated that they put their spare unit into service. The hospital is considering purchasing a replacement.